Event description:
While attempting to defibrillate a patient (age & gender unknown) the device displayed a "bridge test failed" message while attempting to charge the defib. Complainant indicated that the device delivered two successful shocks. Complainant indicated that the clinician obtained another device to continue treating the patient. However, the patient subsequently expired.